Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00413.this event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint and images were reviewed. The product was not returned.evidence that product in specification when used. (B)(4).

Event description:
Allegedly removed during the revision of another component.